Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event also includes device (B)(4).

Event description:
The following information was reported to gore through (B)(6): on (B)(6) 2014 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum diameter of the aneurysm measured 56 mm. The patient's infrarenal neck angle measured 10 degrees. The patient tolerated the procedure. On (B)(6) 2021, angiography was performed, and as a result, the physician performed a transcaval coil embolization and implanted an additional aortic endograft. Patient tolerated the procedure.

Manufacturer narrative:
G1: corrected manufacturing site name and address. H6: added component code 515.

Manufacturer narrative:
H6: code 4580 changed to 4581 following additional information from study center. Type ia and type ii endoleaks were reported. Code 4581 is used to capture endoleak.